Event description:
Customer reports having gone to the hosp due to blood glucose result of 700 something on the advantage system, which is outside the meter measurement range of 10-600 mg/dl. Customer's blood glucose result at the hosp was 498 mg/dl. It is unk if customer rec'd treatment while at the hosp. The customer did not provide the location where the discrepant result was obtained. No adverse event reported. Controls were run and out of range. Requested return of suspect device and replacement was sent.